Event description:
Three (3) certified nurses assistants were transferring a resident using the ready lift when one of the leg widening adjustment both in the ball joint snapped. The ready lift hit one certified nursing assistant in the left lower leg and the weight of the resident landed on the right shoulder of another certified nursing assistant, the third certified nursing assistant was uninjured. There was no injury to the resident, but 2 staff members injured.

Event description:
Three (3) certified nurses assistants were transferring a resident using the ready lift when one of the leg widening adjustment both in the ball joint snapped. The ready lift hit one certified nursing assistant in the left lower leg and the weight of the resident landed on the right shoulder of another certified nursing assistant, the third certified nursing assistant was uninjured. There was no injury to the resident, but 2 staff members injured.